Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, far field p-wave oversensing and intermittent myopotential oversensing issue was observed ono the ventricular channel. The patient was brought into the clinic and the noise was reproduced in clinic with deep breaths. Programming changes were made and the noise was not seen again. Patient was stable.